Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was concerned having an infection at the ipg pocket site and the battery has reached end of life. It was reported that the physician does not know if the infection was device related and procedure related. The patient was placed on antibiotics.